Event description:
A 3.0mm diameter x 30mm length ave micro stent ii was inserted into the right coronary artery, after pre-treatment with rotational atherectomy. It was not possible to cross the target lesion due to residual stenosis, therefore, the stent and delivery system were pulled back from the coronary artery. During removal, the stent dislodged from the stent delivery system. The stent was snared from the pt and the target lesion was treated with successful placement of another stent. It is not known if the physician followed the instructions for removal of an undeployed stent. There was no additional clinical sequelae reported relative to the event and no further info available from the user facility.